Manufacturer narrative:
(B)(4). Date sent: 04/29/2021. D4: batch # u5eh2f. H6: component code = others (g07). This is an analysis for a photo and video submitted for evaluation. During the visual analysis, the following was observed: the photo shows slight bleeding on the tissue and also a needle/suture combination was noted handling for a surgical instrument. However, no malformed staples could be observed. At the 11:13 mark a device with a green gst reload is introduced and placed on the tissue, it is fired at 12:16, and oozing is observed along the staple line, at the 13:04 mark a device is introduced with a blue gst reload and its placed on tissue at the end of the first staple line, at 14:08 is reposition on the tissue and at it is fired at the 14:50 mark, removed and bleeding is observed. At the 15:23 mark a device is introduced with a blue gst reload and it s fired at 15:55, at 16:30 a device is reintroduced with a gst blue reload and its fired at the 18:20 mark. Oozing from previous staple line is still present and gauze are used to clean up, clips are placed on the tissue and at 20:05 a device is introduced with a blue gst reload it is fired at 21:18 and suture is apply to the tissue, bleeding is observed. Based on the photo review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to pi lab for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with five reloads present. The reloads were received fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged and the knife was noted a large amount of body fluids around the top of the knife. It should be noted that product failure is multifactorial. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts were made to obtain the following additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent.: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Additional information received: photo/video were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastric sleeve procedure, there was heavy bleeding across the staple line using psee60a. Doctor waited the 15 seconds recommended. There was staple malformation in the penultimate shot. Procedure was delayed by 10 minutes, 2-0 monocryl suture was used, and clips were used to reinforce stapleline. Procedure was successfully completed and patient consequence was not reported.